Event description:
It was reported that the receiver was overheating or shocking. The product was evaluated. An exterior visual inspection was performed and failed due to receiver physical damage. Charge and boot testing were performed and failed. Internal visual inspection was performed and failed due to missing damaged components. The receiver log was not provided. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).